Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that their tongue gets stuck underneath the bottom tray on both sides. The patient stated that it has cut their whole tongue up. The patient said that they tried to sand it down but it's not working.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.